Event description:
Customer reported the panorama central station was not transmitting which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives tested the panorama central station system but could not confirm a reason for the fault. They reset the system and resolved the issue.